Manufacturer narrative:
A user facility complaint was received stating, "cleanroom staff member cut her finger when removing bag of safety scalpels from box. One blade in the package was open." While the sample was not returned, deroyal received a photo of the device. Deroyal inspected work orders and did an inventory check of (B)(4) devices, no issues were found. No engineering changes or corrective actions or preventive actions (CAPA)'s were found relating to this item either. A labeling check was performed, and no issues were found. It was also found that a specific label that states "caution: blades may become exposed during transit." A complaint to sales ratio was conducted from may 2022 to may 2023. Within that time frame deroyal sold (B)(4) cases of the safety scalpel ((B)(4) individual safety scalpels) and within that time frame only had one complaint. This leads to a complaint to sales percentage of (B)(4). Root cause: it was determined that the issue reported was due to the shipment process exposing the blade(s). Corrective and preventive actions: no corrective or preventative actions were taken due the determination of the root cause being from the shipping process as well as having a label on the product specifically stating to inspect product for this issue. Deroyal will continue to monitor for trends surrounding this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Cleanroom staff member cut her finger when removing bag of safety scalpels from box. One blade in the package was open.